Event description:
The patient reported voice hoarseness from intubation at the first follow up appointment post vns implant surgery. It was also noted that the patient experienced vocal cord paralysis, which the physician reported to be related to the vns implant procedure. No other relevant information has been received to date.